Event description:
On 4/23/91 an ipp device was implanted. On 4/19/96, 1/16/96, and 6/18/96 the cylinders and pump were revised. On 3/12/97 the right cylinder was removed from the pt and replaced due to curve - peyronies.